Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket latch was broken and unable to open/use drawer 2.1, row e on 5c the field service engineer assisted rx remotely with removing cubie with broken lid. The issue was resolved by connecting remotely and popped out a broken cubie for rx to return to pharmacy. The system functioned as intended after the field service engineer troubleshooted the device.